Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead was difficult to place. The physician attempted placing the lead in several positions and had a difficult time getting "good numbers." The lead was ultimately placed, but became dislodged post-operatively. A day after the initial implant procedure, the lead was explanted and replaced. The physician noted that there was some tissue lodged in the lead helix and with the placement difficulty the previous day, the physician elected to use a different lead. It was further noted that the physician witnessed pauses during reconnection of the leads to the implantable pulse generator (ipg) during implant. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.